Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not linked to correct pyxis station. A technical support specialist advised customer to contact adt team and resend the a01 (admit) message to pyxis system and the issue was resolved. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient was not linked to correct pyxis station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.